Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's battery pins in battery well are damaged. It was reported that the alleged failure was observed while the device was in use. However, no adverse patient impact was reported.